Manufacturer narrative:
Tiger aesthetics medical complaint#: (B)(4). Additional information: h6. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. B5, d6b.

Event description:
Left-side suspected rupture and left-side fold. Date of event for fold: 6/5/2026.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Device evaluation: d9, g3, g6, h2, h3, h6, h10. Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with creases and no discoloration the device weighed 251.1 grams. No additional observations. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side suspected rupture.

Manufacturer narrative:
Correction: b3.